Event description:
A high reading issue was reported with the adc device. The customer obtained an unspecified high scan result compared to the built-in reader. The customer experienced dizziness and loss of consciousness requiring treatment of juice provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. A sensor reading of 80 mg/dl was compared to a built-in meter reading of 34 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. However, it is unknown when these readings were taken in relation to the reported event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained an unspecified high scan result compared to the built-in reader. The customer experienced dizziness and loss of consciousness requiring treatment of juice provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. A sensor reading of 80 mg/dl was compared to a built-in meter reading of 34 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. However, it is unknown when these readings were taken in relation to the reported event.